Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was premature battery depletion exhibited by the pacemaker. Additionally, the pacer was pacing inadequately. Patient was symptomatic. The device was explanted and replaced on (B)(6) 2018. Patient was stable post procedure. Additional information was not reported.

Event description:
It was reported that the patient was pacer dependent.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the patient experienced bradycardia. The device could not be interrogated.